Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to charge due to intermittent communication with the ipg. The pt reported he has lost weight. An sjm rep met with the pt but troubleshooting did not resolve the issue. The pt is without stimulation and the programmer displays a "ipg battery low" message. A replacement charger was sent to the pt but it did not resole the issue. The next course of action is undetermined at this time.